Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the doctor prepared to block the cystic duct with the absorbable titanium clip in a cholecystectomy, the titanium clip did not clamp symmetrically, and the tissue was clamped crosswise. Surgeon stopped using the device and re-applied clips to resolve the issue. No patient injury.